Event description:
It was reported to philips that the live image was not displayed on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned/non-emergency treatment. The procedure was completed by moving patient to another room. It was reported to philips that the live image was not displayed on the flex vision monitor. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that flex vision was not showing the live screen and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that it would not be displayed on the large monitor in examination room and the monitor in the upper left corner and only the live monitor in the front is displayed. To resolve the issue, the fse replaced the front live video installed in the machine room. The defective part was sent for analysis, for live video malfunction was observed and the failed component was found to be video splitter dvi. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.